Manufacturer narrative:
B5, f10/h6: medical device problem codes and component codes. B5: remove "(separated between light blue main body and white twist sleeve)" and "(broken main body)" - there was no indication that the damage (unspecified component of twist clamp) resulted in a separation for this event. F10/h6: medical device problem codes and component codes - remove a1203. Replace g04070 and g04115 with g0405203. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 04/05/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was damaged. It was further described as ¿a fractured (broken main body) transfer set line¿ (separated between light blue main body and white twist sleeve). This was observed during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.